Manufacturer narrative:
The lead was not returned to saluda. A root cause for patient adverse event could not be definitively determined but the physician stated the event was likely anesthesia related. The evoke scs system details potential risks associated with surgery and spinal cord stimulation noting, "diabetic patients may have increased risks of infection, problems healing around the surgical site, and complications common to any surgical procedure. The severity of any surgical complication may be greater in diabetic patients, particularly those with inadequate preoperative glycemic control." The manufacturing records were reviewed and product met all requirements for release.

Event description:
During a trial evoke spinal cord stimulation (scs) system implant procedure, the patient experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was administered by the facility staff, and the procedure was aborted. The patient was admitted to the hospital and was reported stable in the ICU. It was noted that the physician attributed the event to anesthesia.